Event description:
It was reported that the surgeon couldn't seat the stem in the corresponding femoral canal after preparation with offset inserter handle and mallet. The stem stick out approx 1 cm from level of broach. Subsequent impaction caused an iatrogenic fracture of the proximal femur.

Manufacturer narrative:
The MFR did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the info provided. The investigation is pending. Should additional info become available and/or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be filed. (B)(4).